Event description:
It was reported that during the implant procedure the set screw fell out of the header. A different device and lead were implanted and there were no patient complications as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported there was no issue with the lead and another lead was used due to clinician preference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.